Manufacturer narrative:
Eval summary: one or a combination of the following factors might have contributed to the part not mating: soft tissue accumulate at site; and/or third body generated debris at the junction of stem. This is not an exhaustive list. No definitive cause analysis can be performed with certainty. The return femoral head was seized inside a bipolar liner. It was released by cutting the liner to perform a trial. The trial was performed with another natural hip stem and the returned metal head. There was no 5-6 mm difference. Device history records indicate all components were mfg and inspected to specification. No mfg abnormalities could be detected by either method.

Event description:
It was reported that the femoral +3.5 head would not fully seat on the hip trunnion (i.e. The head sat proud). The surgeon measured the center of rotation of a bi-polar trial vs the head, and noticed a 5-6mm difference. A neutral liner was used to complete the procedure.